Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, g3, h1, h2, h6 and h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed without product identification. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined for the fractured hex driver. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a removal procedure of a plate and screws, the screws would not disengage from the plate. It was noted during the initial procedure, the surgeon did not use a torque limiter. As a result of the malfunction, there was minor bone loss as the surgeon attempted to remove the screws and plate. To avoid further bone loss, the surgeon cut around the plate and removed the screws. While trying to remove the screws, the driver fractured at the tip. There were no fractured pieces that were retained within the patient's chest cavity. The procedure was completed by using wires on the patient's sternum. Due to the malfunction, no further intervention was necessary.